Event description:
It was reported that the customer had a no delivery with the previous set of the insulin pump. The customer's blood glucose level was unknown mg/dl . The customer was advised that helpline is available for any assistance and she does not need to drive to her doctor for assistance. The customer is getting comfortable with the insulin pump and happy with the support she has received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.